Event description:
It was reported that the device would not advance past the self-test screen upon power on. The device would not be able to deliver defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control anticipates the device return for evaluation and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assemblies in the failure analysis center and determined that the cause of the reported failure was due to a short on the data line of an integrated circuit chip, designator u61 from the system controller pcb assembly.